Event description:
It was reported that during the implant of the left ventricular (lv) lead, the patient experienced diaphragmatic muscle stimulation. The voltage was adjusted but the muscle stimulation was still observed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.